Manufacturer narrative:
(B)(4). Batch # n91292. The analysis results found that the er320 device was received with no damage in the external components. In addition, 6 malformed clips were returned for analysis in a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore no further testing could be performed. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy some of the clips were not forming, some were scissoring and some were over lapping. A second like device was pulled and used to complete the procedure with no patient consequences reported.